Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while pulling up on the angio-seal device and before the green marker was visible, the suture broke and the collagen went out with the suture. Additional information was received on july 2, 2019. The procedure performed prior to use of the angio-seal device was a left heart catheterization with percutaneous coronary intervention. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. The issue was with the withdrawal of the device. When the physician pulled back, he could not pull back to the green stop line and then the entire device came out. The patient was reported to be in stable condition. Hemostasis was achieved by holding manual pressure for twenty minutes. Additional information received on july 15, 2019. The physician believes everything (collagen, suture, and anchor) came out all at once. Nothing was left behind in the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.